Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported (gas delivery system) gds removal due to the flow sensor. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 30may2019 , date rec¿d by MFR : 24apr2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with manual reference to (gas delivery system) gds removal and reviewed . Discussed testing. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.